Event description:
The pt reported experiencing sound quality issues followed by loss of lock with his device. Testing showed that the device was not functioning. External equipment was exchanged. However, the problem was not resolved. Surgery to explant the pt's device has been scheduled.